Manufacturer narrative:
(B)(4). Batch # n5693v. Corrected- product code ats45. MDR decision- upon review of the information provided, it was concluded that this event meets the FDA defined criteria for a serious injury. Additional information requested but unavailable? What were the indications for surgery? Was the device being used on right or left kidney? Were blood products required due to the blood loss? Was the device being used on a skeletonized vessel or entire renal hilum? Was the device difficult to close? Difficult to fire? What troubleshooting steps were used to open the device? Was the procedure open or laparoscopic? What part of procedure was staple line disrupted- prior to or during removal of device? What provisions were made for proximal and distal control prior to firing or removing device? What is the current patient status? Additional information received: it is indeed a ats45. It was used on a renal artery in a nephrectomy. Patient lost 4 liters of blood. Vascular surgeon was called in. They controlled the bleeding by compression and stitches additional information requested and received: can you please confirm the product code and lot number (if available) of the device (ets45 is non-articulating and ats45 is articulating)? It is ats45 according to the box lot n4m05p. The analysis results found that the ats45 device was received with the handle shrouds damage with the shroud damaged where the returned spring engages not allowing the firing trigger to returned to its home position. Cartridge reload was present. The cartridge reload was fully fired with the returned cartridge spring damaged. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No further functional testing could be performed due to the condition of the device. The device was disassembled in order to inspect the condition of internal components and no additional damaged was found. No conclusion could be reached as to how the handle shrouds became damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: can you please confirm the product code and lot number (if available) of the device (ets45 is non-articulating and ats45 is articulating)? What type of procedure was the device used in? What vessel was the device being fired on? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a blood transfusion or any blood products? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the stapler was locked and not able to open anymore after firing. They ripped the stapler of the vessel and it caused a major bleeding that almost had consequences for the patient¿s life. More information will follow. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.